Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Case information including facility, or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2020 that utilized paragon 28 baby gorilla/gorilla plating system. It was said that the 4.2 mm drill guide was not providing the right trajectory for the plate screw. The surgeon completed the procedure by free-handing the trajectory needed.